Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer wanted to change the pump date and time, the out of range alert, suspend and resume alerts, and high and low alerts. The customer alleged that changing these settings was necessary. Customer's blood glucose was 104 mg/dl. Tandem technical support advised the customer to consult with healthcare provider before changing the pump settings, but the customer declined.